Manufacturer narrative:
(B)(4). Reason for surgery: vaginal vault prolapse and urinary urgency. Concurrent procedures: robotic-assisted sacral colpopexy, posterior colporrhaphy, perineorrhaphy and cystourethroscopy. It was reported that the patient underwent revision of mid urethral sling, excision of eroded mesh on (B)(6) 2013 along with cystourethroscopy due to incomplete bladder emptying. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2012 and mesh and restorelle y were implanted and on (B)(6) 2012 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced pelvic pain, dyspareunia, nocturia, vaginal bleeding, cystitis, vaginitis, uti, recurrent sui, along with some urge incontinence and vaginal pain in the area of sling. It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 by dr. (B)(6), md at (B)(6).